Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies found.

Event description:
It was reported that during the implant procedure the gray stylet packaged with the lead did not fit properly in the lumen. In addition, the stylet appeared sticking while advancing into the lead and longer than customary. The device was not implanted. No patient complications have been reported as a result of this event.